Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the ¿load step¿ could not be successfully completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/15/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history and black box data showed that the patient received eaw 160 alarms while attempting to load a cartridge while the pump was suspended; this scenario represents appropriate functioning of the pump. The pump was exercised for 24 hours, during which no load step/cartridge warnings were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.